Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a no motor movement error alarm and keypad anomaly. The customer stated they were not able to clear the alarm. The customer stated there is no response from any button. Customer stated insulin pump was not exposed to high magnetic environment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Constant pump error 38 alarms during rewind due to moisture damage on motor assembly. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38. All buttons function properly; no damage to keypad traces and electrical boards was not unlocked during visual inspection. Device received with pillowing keypad overlay, faded or stained or peeling serial number label, peeling or fading end cap address label, cracked case at belt clip rail corner and scratched case. Moisture damage on force sensor assembly.